Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated onsite. During the evaluation it was found that the issue with the failed calibration check were caused by the pumps that were almost clogged. Circulation pump was replaced. Clogged mixing pump causing failed calibration check. Device underwent pm procedure. Mixing pump was replaced. Drain valves were replaced. Heater was replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device passed all applicable testing. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an error description that the arctic sun device passes new calibration but failed calibration check. Per review of wo on (B)(6) 2026, there was no patient involvement. Per sample evaluation results received via task on (B)(6) 2026, it was reported that the mixing pump being clogged found in the evaluation of wo (B)(4).